Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On 07/01/2026, it was reported that the patient was playing golf with friends when the cgm reading was 13.3 and 15.0 mmol/l. The patient felt this reading was incorrect, took a fingerstick, and the blood glucose reading was 5.6 mmol/l. Later, while walking to the washroom, the patient began experiencing symptoms of hypoglycemia. He reported that he was aware of his surroundings and could hear everything that was happening, but he became increasingly dizzy and eventually collapsed to the ground and loss consciousness. The patient did not sustain any injury. A friend who was with him asked what he needed, and the patient asked for orange juice. His friend provided him with orange juice and remained with him until he recovered and regained full awareness. No further treatment was needed, and the patient did not seek medical attention. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.